Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) cleaned the connector, and replaced the coiled cable cord. The iabp then passed all functional tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
During service test performed by the customer, it was reported that the intra-aortic balloon pump (iabp) shuts down inexplicably with fully charged batteries and produces a loud audible noise. There was no patient involved and no death, injury, nor adverse event reported.